Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter was blocked.; however, it is unknown if urine was returned. It was later reported that the urine did flow into the bag, although the nurse had to irrigate every two days.

Manufacturer narrative:
The reported issue (that catheter was allegedly blocked. Apparently only inserted on (B)(6) 2017. It is unknown if urine was returned; additional information requested per additional information the urine did flow to the bag although the nurse had to irrigate every two days) was confirmed. Per visual inspection noted a lot of calcification inside the catheter, along the shaft. Per functional evaluation, water was not flowing through the catheter, therefore no flow was observed. The catheter was unable to drain due to the calcification inside. No manufacturing defects were found on the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter was blocked; however, it is unknown if urine was returned. It was later reported that the urine did flow into the bag, although the nurse had to irrigate every two days.